Event description:
During a novasure endometrial ablation on (B)(6) 2012, the physician had difficulty seating the disposable device. The physician ablated for "30 seconds" and aborted the procedure. A hysteroscopy was performed and revealed "two circular cauterized area 3 to 4 cm apart" on the posterior fundus, below the large myoma. "In the center of these pale white areas, were blackened cauterizations with perforations". A laparoscopy was performed and there was no injury to the bowel. "The pt tolerated the procedure well and was taken to the recovery room in good condition. On (B)(6) 2012, it was reported that there was no intervention and the pt is "doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Precautions: according to the instructions for use (IFU). The safety and effectiveness of the novasure system has not been fully evaluated in pts with submucosal fibroids that distort the uterine cavity. (B)(4).